Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's lead had migrated, which was confirmed via imaging, and as a result the patient was experiencing ineffective therapy. It was also reported the patient's system diagnostics recorded high impedances on a lead. Surgical intervention took place where a replacement was attempted, but due to patient anatomy of scar tissue ((B)(4)) the existing system was explanted instead to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The report of an impedance issue was confirmed. Microscopic inspection of lead b found a broken wire. Output resistance testing confirmed the find with an open at channel three, all other channels passed testing.